Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine (crem) results generated by the unicel® dxc 800 pro synchron® clinical systems. Based on available information, about 15-20 low crem results were reported out of the lab. After instrument repair, the samples were re-tested and results were amended. Customer provided example results. Per customer, there was no affect to patient care, due to these results.

Manufacturer narrative:
Samples were collected in vacutainer tubes, and spun at 3,500 for 10 minutes. No specific sample issues were noted. The customer runs qc every shift and this hardware problem occurred mid shift, so was not detected by qc. Customer noticed a leaking fluid from the region of the sample probe and a field service engineer (fse) was dispatched: a) the fse replaced the valve which was causing leakage of fluid into cups. B) the fse verified operation of the instrument. A malfunction will be assumed for the purpose of this report.